Event description:
Caller reported that pump malfunctioned after it was dropped on the floor. There was no adverse impact on the customer¿s blood glucose level. Cts resolved the issue by sending a replacement pump with updated software. The customer was advised to use mdi as backup therapy and understood the steps for returning the problematic pump and receiving the replacement.